Event description:
It was reported that the patient underwent a surgical procedure to have the artificial urinary sphincter (aus) removed due to recurring incontinence. The existing device was explanted and replaced with a new aus. No patient complications were reported.